Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. The pump was returned for analysis. Analysis found pump overinfusion-undetermined root cause. Interrogation of the pump determined it was used to infuse baclofen 4 ,000.0 mcg/ml; 380.4 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was non-malignant pain. The pump was returned to the manufacturer without a complaint. A patient death occurred (B)(6) 2017. No patient symptoms or complications were reported as a result of this event. No further complications were reported.